Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, post-traumatic stress disorder and bipolar disorder. Previously administered products included for an unreported indication: depo provera. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), gabapentin and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia/vaginal spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain chronic stomach"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("cramping"), abdominal pain ("belly pain") and abscess ("other injury or complications : please describe abscesses") and was found to have weight decreased ("weight gain / loss specify which one: weight loss,"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain upper, pelvic pain, vaginal discharge, fatigue, weight decreased, abdominal pain lower, abdominal pain and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abscess, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on deployment, there were 3 coils noted to be protruding from the ostium. The hysteroscope was then removed, slowly visualizing the uterine cavity and cervix with the hysteroscope was withdrawn. There were no gross abnormalities noted . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: perforation (uterus). Lot number: 50717071 manufacturing date: 2013-02, expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Legacy device report num 2951250-2020-00399. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, post-traumatic stress disorder and bipolar disorder. Previously administered products included for an unreported indication: depo provera. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), gabapentin and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia/vaginal spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain chronic stomach"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("cramping"), abdominal pain ("belly pain") and abscess ("other injury or complications: please describe abscesses") and was found to have weight decreased ("weight gain/loss specify which one: weight loss,"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain upper, pelvic pain, vaginal discharge, fatigue, weight decreased, abdominal pain lower, abdominal pain and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abscess, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on deployment, there were 3 coils noted to be protruding from the ostium. The hysteroscope was then removed, slowly visualizing the uterine cavity and cervix with the hysteroscope was withdrawn. There were no gross abnormalities noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram on (B)(6) 2013: perforation (uterus). Lot number: 50717071; manufacturing date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Uterine perforation added. Lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.